Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) contacted the technical support engineer (tse) to report the system encountered repeated errors 297 after startup. The system was not is use on a patient. Prior to calling, the csr power cycled the system several times, but the issue persisted. The tse asked the csr to check event logs and the csr identified error 297 pointing at node 51 (common compute controller - ccc) in the robot, and amongst other errors, error 307 was also found pointing at same node. The tse guided the csr through a hard power cycle/ emergency power off (epo) of system, but issue persisted after restart. The csr checked the event logs again and noted multiple 307 and also 311 errors pointing at node 51. The tse informed the csr that the field service engineer (fse) would need to visit to resolve. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified the patient side cart (psc) battery was disconnected from the system power manager (spm) and reconnected the battery, after which, the system powered on without any issues. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to improper customer setup.